Event description:
Exploratory laparotomy, small bowel resection. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes. Covidien ligasure impact curved. Large jaw, open sealer/divider was not recognized by the equipment's generator and was thereby non-functional during the surgical procedure.